Event description:
It was reported that pump experienced malfunction code 24 with prior issues documented on earlier cases and that the pump could not be reset. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy while tandem technical support arranged shipment of replacement pump.